Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's lead revision procedure (reference MFR. Report: 1627487-2017-03609) on (B)(6) 2017, the anchor was noted to have separated. As such, the anchor was explanted. Details of the anchor remains unknown at this time.